Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 330 mg/dl. The customer had symptoms of vomiting and possible ketones. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip.